Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens had one haptic broken. The condition observed in the lens is consistent with a unit that has been removed or explanted from the eye. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Mechanical complication of the iol. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 17.5 diopter size zcb00 intraocular lens (iol) was explanted from patient's left eye in a second procedure due to a missed target refraction. Reportedly, there was a mechanical complication of the iol and patient experienced pseudophakia, anisometropia and unexpected post-op refraction. The iol was replaced with a 19.5 diopter zcb00. No further information was provided.